Event description:
A customer from italy alleged discrepant ex20ins result for one patient sample with the cobas® egfr mutation test v2 compared to results generated with the diatech kit. The sample (ffpet) generated positive results for ex20ins with cobas® egfr mutation test v2 in (B)(6) 2020. The customer retested the sample with diatech kit and the sample generated negative results. There is no allegation of harm, injury, or delay in treatment.

Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). Facility name was truncated due to characters limits. The complete facility name is (B)(6). (B)(4).